Manufacturer narrative:
It was reported that a patient received a revision knee arthroplasty in (B)(6) 2022. A persona knee system was revised. And an attune revision knee system with a rotating tibial base using palacos r+g 2x20 and 2x40 was implanted. Subsequently, on (B)(6)2025 the attune revision knee system due to debonding between the bone cement and the knee implant. The batch record review of the batch in question did not reveal any abnormalities. The fact that the bone cement was still well adhered to the bone indicates that there was no issue with the bone cement quality or the handling.

Event description:
Aseptic loosening of the right tka (total knee arthroplasty): removal of the attune tka placed in (B)(6) 2022 and placement of a persona revision prosthesis. The prosthesis did not adhere to the cement. Manufacturer / article no. / lot / description johnson & johnson / 150440205 / jp4451 / attune crs femoral rt sz 5 cem. Johnson & johnson / 150660004 / 3790961 / attune rev rp tib base sz 4 cem. Johnson & johnson / 151710508 / 9337433 / attune crs rp insrt sz 5 8mm. Johnson & johnson / 151820035 / 3945091 / attune® medial patella dome, size 35 mm. Johnson & johnson / 151214050 / d22030470 / attune® cemented stem, size 14 x 50mm. Johnson & johnson / 152303001 / j12g45 / attune tib aug univ sz 3/4 5mm. Medtronic (switzerland) sa / 103020ost / 2206103701 / allograft bone block 17x20x30mm. Heraeus medical / 66017747 / 62261139 / palacos r+g 2x40. Heraeus medical / 66017775 / 60225325 / palacos r+g 2x20.